Event description:
Surgeon performing arthroscopy of patient's right ankle using 2 different dyonics arthroscopic surgery blades. One noted to disintegrate upon use (shavings visible on video monitor) and another appeared to be winding tightly when end of shaver outside patient snapped off. Instruments were replaced and surgery completed without apparent injury to patient.